Event description:
Arjo has been informed of an incident involving a maxi sky 440 ceiling lift. According to the information provided, when a resident was fully lifted during a transfer, the device's strap broke and the resident fell out of the ceiling lift hitting his head to the ground. As a result of the incident, the resident suffered bruising over his left eye causing it to be swollen shut for 2 days, decrease in oxygen saturation and and a back pain, for which he took pain medication. Arjo clinical specialist defined the injuries suffered by the patient as serious. After the incident, the equipment was evaluated by a service technician from motion¿ company - a medical equipment supplier based in canada, from whom the customer owns the device. The damaged strap was replaced by the technician and the device was returned to the customer.

Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Manufacturer narrative:
Arjo has been informed of an incident involving a maxi sky 440 ceiling lift. According to the information provided, when a resident was fully lifted during a transfer, the device's strap broke and the resident fell out of the ceiling lift hitting their head to the ground. As a result of the incident, the resident suffered bruising over left eye causing it to be swollen shut for 2 days, a decrease in oxygen saturation and a back pain, for which the resident took pain medication. Arjo clinical specialist defined the injuries suffered by the patient as serious. After the incident, the equipment was evaluated by a service technician from motion¿ company - a medical equipment supplier based in canada, from whom the customer owns the device. The damaged strap was replaced by the technician and the device was returned to the customer. The user of the device is a private customer, the ceiling lift was not subject to arjo service and maintenance contract. Arjo contacted motion¿ representatives to gather additional information regarding the incident, as motion¿ acts as a 3rd party service provider responsible for customer service and maintenance. From the information received, it appears that a private customer owns several lifts. The service orders registered in motion's system do not indicate the serial numbers of the equipment that was serviced. As a result, it is not known which customer's lifts were serviced and the extent of the work performed. The records only show that no report was registered concerning a frayed or damaged strap. There is also no information that the strap has been replaced before. The maxi sky 440 ceiling lift which was used at a time of the incident was manufactured in 2016, but it is not known how long it has been in use. The instructions for use (IFU) for the maxi sky 440 ceiling lift (document number: 001.16000.33.en) in the "care and maintenance - preventive maintenance schedule" informs the user: "the equipment is subjected to wear and tear, and the following maintenance instructions must be acted upon when specified to ensure that it remains within its original manufacturing specifications: - user inspections - before every use: inspect strap for wear. - inspections by an authorized service technician: every 2 years: replace strap." Also the "daily checklist" section of the document indicates the following: "the following procedures must be followed before each use: inspect the straps for any visible signs of wear, frays, loose threads or other damage (see). If there is any evidence of damage, do not use it (¿)". The excerpt from the IFU on "strap inspection" describes how the strap inspection should be carried out properly: "if the strap is damaged or shows signs of wear or discoloration, the acceptable load on the strap before rupture can drop rapidly and present a danger for the patient or caregiver. Arjohuntleigh recommends a thorough inspection of the straps every 2 months as follows: completely unwind the strap. Look for any signs of wear and discoloration: loose threads in stitched areas, noticeable discoloration (strap colour is lighter than colour in the stitched area), edge wear (fraying), middle wear." Taking into account all the information obtained in the course of this investigation, the cause of the resulting defect in the device cannot be clearly determined. To conclude, the arjo maxi sky 440 ceiling lift was used for the patient transfer when the lifting strap of the device broke leading to the patient fall and from that perspective the device did not meet its performance specification. The complaint was decided to be reported to authorities due to a strap breakage during the transfer with a patient, which led to a serious injury.